Manufacturer narrative:
The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration.

Event description:
Patient's representative reported "fear of developing cancer", "physical and psychological burdens", "severe psychological stress", "cancer risk triggered anxiety", "implants have shifted", "dislocation of implants" and "pain". This record is for the right side. The device remains implanted.